Event description:
The patient reportedly developed an intractable skin flap infection. A medical report revealed indolent infection in setting of multiple scalp surgical procedures for squamous cell carcinoma excision. The patient had small stitch abscess immediately after implant surgery that healed well. On (B)(6) 2013 the patient was treated with liquid nitrogen on several legions on his scalp. In (B)(6) 2013 the patient had multiple squamous cell carcinomas removed from his scalp and received wound care. On (B)(6) 2013 the patient was treated with keflex for 10 days and on (B)(6) 2013 the patient received another 10 day treatment of keflex. On (B)(6) 2013 the patient received keflex for 21 days. On (B)(6) 2013 the patient received ciprofloxacin and i.v. Doripenum treatment for 8 weeks. The patient's device was explanted.